Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 748240, serial# (B)(4), implanted: (B)(6) 2006, explanted: (B)(6) 2016, product type: extension.

Event description:
The healthcare provider (hcp) reported via a manufacturer representative (rep) that the patient was scheduled for a routine battery replacement. During the initial evaluation, about a month prior, she showed high impedances on the left hemisphere for most contact combinations, but not all: case <(>&<)> 1 was 6,379, 0 <(>&<)> 1 was 6,431, 1 <(>&<)> 2 was 8 ,322, and 1 <(>&<)> 3 was 6,841 ohms. The same results appeared when the electrode impedance test was conducted pre-op. The surgical plan was to also replace the pocket adaptor in case it was bad and causing the high impedances. Upon opening the pocket, it was discovered that the left extension was completely severed a few inches from where it connected to the pocket adaptor. The end closest to the pocket adaptor was scarred into the patient and the other end was frayed with some exposed wires. It was decided to remove the pocket adaptor completely, along with the segment of the extension that was severed. It was unknown if any environmental or external factors led to the issues, but the patient was obese, not ambulatory, in a nursing home, and was labeled as a fall risk. An implantable neurostimulator (ins) w as implanted to connect to the right hemisphere extension, which was testing fine. The left hemisphere lead and top portion of the extension remains implanted in the patient. The issue was resolved. The patient's indication(s) for use were parkinson's dual, movement disorders, and essential tremor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.